Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), during reprocessing for a therapeutic procedure, the endoscope reprocessor had a black rubber piece. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the storage issue could not be determined. It is possible that the disinfectant hose inside of the equipment peeled off as a fine shape due to long-term use of the equipment, which was detected during reprocessing as black foreign material. Olympus will continue to monitor field performance for this device.